Manufacturer narrative:
The pump was returned for charge battery alarm, failed battery alarm, and absence of audio/ vibrate anomalies on event date on (B)(6) 2022. Unit passed the displacement test and self-test. Sleep current measurement and active current measurement within specifications. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did confirm charge battery alarm and failed battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. The long trace history files related to event date on (B)(6) 2022 15:18:01:000 pm and (B)(6) 2022 13:59:27:000 pm due to corroded battery tube. No unexpected absence of alarm or audio/vibrate anomalies noted. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit was cut open to perform visual inspection and found moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. Unit received with fading serial number label. The unit p-cap/test reservoir locks in place properly. Unit was not confirmed for charge battery alarm, and failed battery alarm anomalies due to corroded battery tube. No unexpected absence of alarm or audio/vibrate anomalies noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed replace the battery after changing the battery and was beeping but did not vibrate. The customer did not receive a low battery alert prior to the replacement battery alert. The customer stated the battery cap was not loose, cracked, or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer removed the battery for 10 minutes and inserted a new battery, and it worked as expected. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.